Event description:
It was reported the patient received inappropriate shocks due to noise. The lead impedance was more than 2000 ohms. The lead was replaced. The atrial lead was capped, due to high impedance of greater than 2000 ohms and not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.